Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative noted that there were intermittent connections and the mobile view station (mvs) computer and keyboard were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) mouse and keyboard were unresponsive when the imaging system was booted up. After rebooting, the mouse and keyboard were responsive. There was no patient involvement.